Event description:
Related manufacturer reference numbers: 2017865-2024-64526. It was reported that the patient presented in-clinic for a routine check-up. It was observed that the right-atrial (ra) lead and right-ventricular (rv) exhibited noise over-sensing. As a resolution both leads were capped and replaced on (B)(6) 2024. The patient was recovering.